Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported the alaris IV tubing does not secure to maxplus valve. Stated the male luer on the alaris® pump module administration set (2420-0500) would spin off of the maxplus® needleless connector (mp1000), disconnect and cause leakage. No patient harm reported.